Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination and functional testing of the unit did not confirm the no flow. This is a single use device and will not be repaired. No other observation was found on the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter received a report via phone that an infusor had no flow during patient use. The device was filled with a solution of 5-fluorouracil. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.